Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on event date. Consumer sought medical treatment 13 days later for swelling and pain at the piercing site. Doctor notes indicate consumer was seen previously at the hospital e.r. And was placed on i.v. Antibiotics-no dates given. 2 weeks after event date doctor performed incision and drainage of the site and continued antibiotics.